Event description:
It was reported that during the implant attempt, there were no atrial and ventricular sensing amplitudes. The atrial and ventricular leads were tested with the analyzer and had normal measurements. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, there were no atrial and ventricular sensing amplitudes. The atrial and ventricular leads were tested with the analyzer and had normal measurements. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The grommet was damaged.